Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon would not deflate to 9mm. The balloon was removed from the scope and attempted to inflate but it also would not inflate. The procedure was completed with another extractor pro retrieval balloon . There were no patient complications reported as a result of this event.